Event description:
It was reported that a patient experienced a leak in the cassette. This occurred during drain one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the line of the cassette had a small hole in the tubing. The technical service representative assisted the patient with ending therapy and advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the cause of the reported problem was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.